Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 10/17/2024, the pediatric patients parent reported that the patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On 10/13/2024, while the patient was on a cruise, it was reported the cgm was providing the patient with inaccurate cgm readings. The patient was experiencing heavy breathing and had tachycardia. The patient tested her bg meter reading, which was high, but no specific value could be recalled. The patient also could not recall her cgm value at the time. The patient also felt that her sensor was "loose" and decided to remove it. She then sought treatment at the cruise's clinic. At the clinic, the patient was treated with intravenous (IV) insulin and IV fluids. The patient remained in the clinic overnight until the cruise ship reached their miami port the following morning. On 10/14/2024, the patient was transferred from the cruise ship clinic to a local hospital in miami. Her bg meter readings were monitored every hour. The patient was treated with an IV insulin drip and IV fluids. The patient was discharged after 2 days. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.